Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; verifying correct kit components were being used, washed, and dried according to our instructions for use; verifying no milk backup had occurred; and verifying correct breast shield fit. The troubleshooting did not resolve the issue. Replacement tubing and personal fit connectors were sent to the customer. On (B)(6) 2022, the customer called back in to customer service because the replacement parts sent to her did not resolve the low suction issue so she now had mastitis and clogged ducts. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2022, the customer indicated that she had been treated at the emergency room for her mastitis and was prescribed antibiotics. She additionally indicated she had been using an old ameda pump while she waited for her replacement medela breast pump, but she had received the replacement and it had better suction than her previous pump. The customer stated her mastitis was resolved. The device was returned with the customer's parts and accessories and was evaluated on 01/17/2022. The device passed suction and cycle specifications, but it was noted during the evaluation that there was breast milk residue on the connectors, a damaged plug on transformer, and a damaged dc jack and pc board. The customer's report of low suction could not be confirmed. Based on the results of our internal investigation (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer called in to medela llc and alleged that her pump in style maxflow had low suction on one side.

Event description:
On (B)(6) 2021, the customer called in to medela llc and alleged that her pump in style maxflow had low suction on one side.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; verifying correct kit components were being used, washed, and dried according to our instructions for use; verifying no milk backup had occurred; and verifying correct breast shield fit. The troubleshooting did not resolve the issue. Replacement tubing and personal fit connectors were sent to the customer. On (B)(6) 2022, the customer called back in to customer service because the replacement parts sent to her did not resolve the low suction issue so she now had mastitis and clogged ducts. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2022, the customer indicated that she had been treated at the emergency room for her mastitis and was prescribed antibiotics. She additionally indicated she had been using an old ameda pump while she waited for her replacement medela breast pump, but she had received the replacement and it had better suction than her previous pump. The customer stated her mastitis was resolved. The device was returned with the customer's parts and accessories and was evaluated on 01/17/2022. The device passed suction and cycle specifications, but it was noted during the evaluation that there was breast milk residue on the connectors, a damaged plug on transformer, and a damaged dc jack and pc board. The customer's report of low suction could not be confirmed. Based on the results of our internal investigation ((B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.